Event description:
The user reported that while performing a transhepatic interventional procedure the wire kinked in the pt and while removing the wire it unraveled. The hospital reported the event was to user error. No harm or injury was reported.

Manufacturer narrative:
Device eval- the suspect device has not been returned for eval. The device history record was reviewed and found no exception documents. A follow up report will be submitted when the eval has been completed. Method: process eval. Results: results pending completion of eval. Conclusions: device not returned.